Manufacturer narrative:
Product event summary: the full lead was returned, analyzed and the distal conductor of the lead developed a fracture due to flexing while in vivo. Performance data collected from the device was received and analyzed. Analysis of the device memory indicated the criteria for the right ventricular lead integrity alert were met, and analysis of the device memory indicated oversensing due to non-physiologic signals/sic (sensing integrity counter). The device memory indicated oversensing associated with the right ventricular lead. There were fourteen ventricular non-sustained tachycardias (nst)<(><<)>=210 ms on (B)(6) 2013. Programmer data shows one patient alert for lead failure predictor on (B)(6) 2013. There was one patient alert for out of tolerance (oot) sub-threshold lead impedance on (B)(6) 2013. Ventricular short interval count (v-sic)=3879 counts, in 0.77 day, on (B)(6) 2013. This device was included in that field action, but returned product testing found the device did not perform as described in the field action.

Manufacturer narrative:
(B)(4)

Event description:
It was reported that the right ventricular (rv) lead was exhibiting out of range impedance and a high number of short interval counts. Upon being explanted and replaced, an ¿impact¿ on the conductor was visualized. No patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. (B)(4).